Event description:
The customer reported to olympus technical assistance center (tac), the evis lucera elite colonovideoscope had unclear image, during preparation for use. Upon inspection of the customer¿s returned device, it was observed, the device had no image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device had no image, error code e315 (unsupported scope) was displayed on the screen, the plug body was dismantled, the moisture indicator was triggered, turning pink after contact with fluid/moisture evidencing fluid within the plug body, and moisture droplets were noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due water invasion of the scope connector and electrical components were broken during user handling of the device resulting in the electrical connection becoming unstable. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: ¿·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.